Manufacturer narrative:
B3. Date of event. Correction. The updated event is (B)(6) 2025.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over infused. A 4,400mg of fluorouracil (tv 138ml) had been set to infuse over 46hours at 3ml/hr via an infu-system cadd pump connected to the patient¿s right chest medi port. At 08:00, the patient had reported that the pump had been alarming ¿air in line¿ and had contacted the infu-system hotline. The reservoir had indicated 7.9ml remaining. After several unsuccessful attempts to resolve the alarm, the patient had been instructed to turn the pump off. The patient had then contacted scc triage and had been instructed to come to the center. Upon arrival, the chemotherapy bag had been empty. Pump settings had been correct (3ml/hr for tv 138ml), but the reservoir had still indicated 7.9ml remaining. The patient had received the total dose. The pump had been disconnected, and the mediport flushed. Infusystem guidance had indicated that pumps were expected to function within a 6% tolerance of infusion rate and/or total volume. In this case, the pump had finished 4hours earlier than expected (42 of 46hours), which had been about 8.5% outside the expected duration. There had been a slight residual volume of 7.9ml (5.7% of total), which had been close to but not beyond the 6% threshold. It had occurred during infusion. There was patient involvement and no patient harm.